Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found. Based on the report, the event was procedural rather than device related.

Event description:
It was reported to nevro that a patient's wound was not healing well following an implant procedure. The physician cleaned and redressed the wound. Follow up report indicated that though there was no sign of infection, the device was explanted as a precautionary measure. There was no further report of complication.

Manufacturer narrative:
The device was explanted but was not returned for analysis. This follow up report added the explant date and corrected the device return status. The device was not available for return.